Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to 2 other rapid antigen tests. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was positive. The consumer performed 2 other covid-19 tests from different manufacturers and the results were negative. The date or time the tests were taken were not provided. The consumer did not take a pcr test. The consumer was not experiencing any symptoms. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
This report was initially provided to roche by FDA via medwatch mw5110541 (attached). The case was sent to the manufacturer for investigation.

Manufacturer narrative:
Section d4: expiration date was updated. This allegation was for a covid-19 at-home test compared to 2 other rapid antigen tests from different manufacturers. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).